Event description:
The patient contacted animas on (B)(4) 2012 and reported the down arrow keypad button was intermittently unresponsive and required multiple presses to elicit a response. The patient noted their bg was 22 mmol/l with no symptoms, which does not meet animas¿ criteria for an adverse event. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the keypad button cover was found to be intact with no evidence of peeling. The keypad buttons were found to be responsive. The keypad cover was removed; contamination was found under all key contacts. Unrelated to the complaint, the display screen text was found to be dim, discolored and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.